Event description:
Per operative report: once the valve was implanted, intraoperative transesophageal echocardiogram showed left ventricular outflow tract obstruction secondary to extreme hypertrophy of the septal myocardium. This was believed to be due to the valve being stentless. Therefore, it was removed and a stented 19mm baxter pericardial valve was implanted. The pt's cardiac output and hemodynamic state decreased. An intra-aortic balloon pump was placed, and the pt was taken to the ICU on inotropic support. Left ventricular function continued to fail and the pt expired in 2000.